Event description:
Complainant alleged that while attempting to defibrillate a pt, the device was turned on in defib mode and began to charge energy. The device was also unable to increase energy above 120 joules. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.